Event description:
This ra lead was implanted on (B)(6) 2012. A call to technical services on 6/19/12 states that at post implant follow-up they were trying to program around far field r-wave over sensing . Reports far field events are double counted with the far field r-wave and causes atr markers. This occurs intermittently. Reports with 85 ms x-chamber blanking programmed on. Reports gets as in parenthesis when there are pvc's and when in sinus rhythm gets as in brackets. Reports multiple pvc's reports when device vp no far field r-wave over sensing good lead diagnostics ts discussed smart blanking vs. Fixed blanking. Technical services advised since this occurs in pvarp this will not cause pmt. Advised since the events occur intermittently probably will not cause inappropriate atr. Caller reports patient has a history of afib. Discussed impact on detection enhancements. Reports will be using rid. Advised consider programming off afib threshold. The physician was dr. (B)(6) at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).